Event description:
It was reported that prior the transurethral ureteropelvic laser lithotripsy procedure for kidney stones, the debris shield and fiber used presented dirt. The procedure was finally completed using another fiber. There were no patient complications.